Event description:
During evaluation, the force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor pins were found to be partially dislodged and the display screen was found to be dislodged. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.